Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the freestyle libre 2 sensor. The customer reported subsequently loosing consciousness, as he could not monitor glucose. The customer was treated with juice by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section d4: (serial number) from (B)(6) to (B)(6). As per product received. Sensor (B)(6), has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed, on the sensor patch. Data was extracted using approved software. And the sensor was in sensor state 5 (indicating normal termination). Visual inspection was performed, on the returned sensor plug and no failure modes were observed. Sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and the results were within specification. No malfunction or product deficiency has been identified. An extended investigation has been performed for the reported complaint. And it has been determined, that there was no indication that the product did not meet specifications. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported, a "replace sensor" message with the freestyle libre 2 sensor. The customer reported, subsequently losing consciousness. As he could not monitor glucose. The customer was treated with juice by a third party. There was no report of death or permanent injury associated with this event.